Event description:
It was reported that the customer went to the emergency room with a blood glucose of 389 mg/dl and ketones. Cause of elevated bg was unknown. The customer was treated with intravenous saline and released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.